Manufacturer narrative:
The olympus evaluation found the device produces a green-colored image defect. The image problem was isolated to a faulty outer tube/imaging unit. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed the endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for an unspecified color effects. During the evaluation, a green colored image defect was identified due to a defective imaging unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture green-colored image defect.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation by the legal manufacturer. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The image defect was isolated to a defective charged coupled device unit (ccd) during the physical evaluation. The exact cause of the defective ccd cannot conclusively be determined, however, based on previous investigations, the defective charged coupled device unit can potentially be attributed to: - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer c-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, optimization of the bumper sleeve bonding and the alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the event date and additional event details. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed the endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for a reported "after a while the image turns green." The customer reported defect was found during preparation for use. No patient involvement. No delay, because patient wasn´t on the operation room yet. The scheduled procedure was completed using another device.